Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, noise were observed on the ventricular channel due to sensing latency. The patient is asymptomatic. Performing a chest x-ray was recommended to find out if the lead had moved out of position.

Manufacturer narrative:
(B)(4).

Event description:
New information received states lead noise was redetected as the recent chest x-ray revealed the right ventricular lead tip was close to the abandoned lead. Noise was not reproducible in clinic. Low r-wave amplitude was also observed. A programming change was recommended. The lead will be monitoring closely. No adverse consequences were detected.

Event description:
New information received states a recent merlin transmission revealed the reoccurrence of noise artifact as indicated by non-sustained right ventricular oversensing episodes. Turning off the low frequency attenuation filter was recommended to try to reproduce the noise. No further information is available.

Event description:
New information received states the patient returned to the clinic for a routine follow-up. Non-sustained right ventricular oversensing was observed as intermittent oversensing. Programming changes were recommended. The patient condition is stable.

Event description:
New information received notes that additional occurrences of noise were observed on non-sustained rv oversensing episodes. Programming changes and lead revision were discussed.